Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. The lens was returned for evaluation. Solution is dried on the lens. The lens has been cut into two pieces, typical of insertion and removal from the eye. A crack is observed along the edge of the optic. Power and resolution inspection could not be conducted due to extensive damage. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, patient experienced unbalanced, blurry and double vision. The clinical reason was diplopia and anisometropia due to unexpected myopia and astigmatism. The iol was explanted and exchanged in a secondary procedure. Additional information has been requested; however, further information has not been received.